Event description:
It was reported that the stent shortened. The 80% stenosed target lesion was located in the superficial femoral artery (sfa) with approximately 180 degrees of calcification. A 6x100,130cm eluvia drug-eluting vascular stent system was selected for use. Difficulty advancing the stent occurred since nearly 80% of the lesions are stuck and narrow. The lesion was pre-dilated with a mustang balloon of the same size; however the lesion was only half opened. During deployment, the stent appeared to be shorter than normal. The actual position of the stent differs from the marked position. The stent was not removed from the patient and the event was completed with the device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.